Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a routine device replacement procedure, there were externalized conductors noted on the right ventricular (rv) lead via diagnostic imaging. The electrical measurements were stable; however, it was decided to cap and replace the rv lead. The patient was stable with no consequences.